Event description:
A malfunction was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the blood glucose level. Technical support provided guidance on resetting the pump, which the customer followed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, acknowledging the instruction.